Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose of 431 mg/dl due to getting a cortisone shot. The customer stated that he was trying to calibrate and the insulin pump would not accept the calibration. It was explained that is was due to the high blood glucose reading. The customer declined troubleshooting and stated he would treat with the insulin pump and manual injection. The device will not be returned for analysis.